Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the redo double lumen tpn catheter set was occluded and subsequently leaked which resulted in the catheter being replaced. It was also reported this was the second of five replacements of the catheter in 2018 for this patient. Additional information has been requested regarding event details/device lot information and has not been received at the time of this report. Related MFR. Report numbers include 1820334-2019-00242, 1820334-2019-00243, 1820334-2019-00244, 1820334-2019-00246.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6 - results code: appropriate term/code not available (4247) - occluded, device. Investigation - evaluation: a review of the instructions for use, manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record found that current process and quality inspection checks are in place to ensure the functionality and device integrity prior to device shipment. A review of the device history record could not be completed as the lot number is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately suggested catheter maintenance. The instructions state that the catheter should be maintained with a continuous saline or heparinized saline drip. If a heparin lock is utilized, then the lumen should be checked at least once every 24 hours and flushed before and after use. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. It is possible that the reported lumen obstruction contributed to the lumen leaking due to the pressure build up. Another contributing factor that could lead to lumen leakage or rupture could be due to the manipulation and/or over handling of the device. Quality engineer risk assessment 603 rev 002 was written to address the failure of a blocked lumen. The appropriate personnel have been notified. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019 clarified there were 5 incidents (referenced under the initial MDR), made up of an unknown combination of either blockages or catheter ruptured. Given, the device failure modes are known for MFR. Reports: 1820334-2019-00242, 1820334-2019-00243 and 1820334-2019-00244, this additional information only applies to MFR. Reports: 1820334-2019-00245 (this MDR) and 1820334-2019-00246.